Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd integra¿ syringe w/ detachable needle is defective. The following information was provided by the initial reporter: material no: 305270, batch no: 8298754. It was reported that the needle is defective. Reported issue: defective needle.

Manufacturer narrative:
Investigation summary: two photos were received and evaluated. One photo displayed a loose 3ml integra syringe with needle next to an opened blister pack from batch 8298754 (p/n 305270). The integra syringe was observed to have an insecure stopper condition where the stopper was not properly seated on the end of the plunger rod. One photo displayed a loose monoject syringe of unknown volume and a safetyglide needle attached with approximately 1/2ml of clear liquid inside and a small white foreign matter fiber floating in the fluid path. A syringe in the one of the photos is not a bd product. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the insecure stopper defect is associated with the assembly process. This may be caused by a misalignment between the stopper and plunger rod dial. No corrective actions are necessary based on the defective rate identified. Batch 8298754 is considered in compliance with our product specification requirements.

Event description:
It was reported that bd integra¿ syringe w/ detachable needle is defective. The following information was provided by the initial reporter: material no: 305270 batch no: 8298754. It was reported that the needle is defective. Reported issue: defective needle.